Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm tmicl 12.1 implantable collamer lens of -9.0/3.0/102 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Low vault was observed. On (B)(6) 2022 the lens was exchanged for a longer length lens. Cause reported as other. "Lens too short." Post operative information is not available. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5-the reporter indicated that a 12.1mm tmicl 12.1 implantable collamer lens of -9.0/3.0/102 (sphere/cylinder/axis) was implanted into the patients left eye (os) on 23-feb-2022. Low vault was observed. On 30-nov-2022 the lens was exchanged for a longer length lens. The exchange resolved the problem. Cause reported as other. "Lens too short." Corrected data: d4: correct serial number: t946635. Expiration date: 31-jan-2024. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).